Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. While troubleshooting with tandem's technical support, it was noted that the customer was using u-500 insulin. The customer's blood glucose level was 371 mg/dl and it was addressed with a manual injection. It was noted that the reverted to manual injections.